Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the event and was able to confirm that the device did power off multiple times during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event that involved a patient.  No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional details about the patient or the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio was able to duplicate the reported issue by shaking the device with only one (1) battery installed in battery well #1.  Physio then replaced all four (4) of the device's battery pins to resolve the reported issue, and the battery contact assembly as a precaution.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.